Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019 . International UDI: (B)(4). Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the platform leakage valve problem. There was patient involvement.